Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer would like to have a feature that allows them to view all patient alarms in the unit. One situation that occured overnight is that while the nurses were busy with one patient on the floor, another patient on the other end of the hallway was desatting. They did not notice this event. The device was in use on a patient. There was a report of patient harm as the patient was desatting.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was, the central station was installed with 8 bed option, as purchased. The customer is in need of 12 bed option. The reported problem was confirmed, with the device they purchased. The device was said to be functioning as expected currently. However, due to the limited view of beds, the fse supplied the customer with a work around until an upgrade can be purchased.